Event description:
Healthcare professional reported "capsular contracture baker grade iii". Later, healthcare professional reported "was actually only grade ii". This relates to the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Later, healthcare professional reported "was actually only grade ii". This relates to the left side. The device was explanted and replaced.